Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and if provided a supplemental report will be sent accordingly.

Event description:
The customer perfusionist reported that, during patient use on a cardiosave intra-aortic balloon pump (iabp), a second cardiosave console generated "iab disconnected alarms" the same alarm as reported on (B)(4) (iabp #1). Once again reassured that all of the helium connections were secure and the correct helium tubing was being used. The iabp was replaced with another to continue therapy. There was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformance's related to the reported event were noted. The perfusionist reported that upon evaluation of the iabp, no malfunction was detected; furthermore, no repairs were completed. The iabp was tested for functionality and safety within factory specification, and released for clinical use.

Event description:
The customer perfusionist reported that, during patient use on a cardiosave intra-aortic balloon pump (iabp), a second cardiosave console generated "iab disconnected alarms" the same alarm as reported on (B)(4)(iabp #1). Once again reassured that all of the helium connections were secure and the correct helium tubing was being used. The iabp was replaced with another to continue therapy. No death was reported but the customer did report there was a delay in therapy as they had to switch machines which caused some patient instability.